Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system, and it was noted that five 41j shocks were appropriately delivered to convert ventricular fibrillation (vf). The field representative requested right ventricular (rv) defibrillation lead review to determine whether this advisory lead had impacted conversion. Shock impedance trends showed a gradual rise in shock impedances consistent with lead calcification and stable, in-range measurements were observed in the 100 ohms range, delivered shock impedances were in the 78-82 ohms range. A shock efficacy of 89.1% was noted on the first shock, and a shock efficacy of 97.6% was noted on the last shock. While it was noted that shock impedances were high, measurements remained within range. Additional information received reported that the patient was brought in for defibrillation threshold (dft) tests, and they were unsuccessful. Dfts were tried with initial/reversed polarity, as well as all possible shock vectors. Technical services (ts) discussed troubleshooting options including possible lead replacement or another device with higher output capabilities. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system, and it was noted that five 41j shocks were appropriately delivered to convert ventricular fibrillation (vf). The field representative requested right ventricular (rv) defibrillation lead review to determine whether this advisory lead had impacted conversion. Shock impedance trends showed a gradual rise in shock impedances consistent with lead calcification and stable, in-range measurements were observed in the 100 ohms range, delivered shock impedances were in the 78-82 ohms range. A shock efficacy of 89.1% was noted on the first shock, and a shock efficacy of 97.6% was noted on the last shock. While it was noted that shock impedances were high, measurements remained within range. Additional information received reported that the patient was brought in for defibrillation threshold (dft) tests, and they were unsuccessful. Dfts were tried with initial/reversed polarity, as well as all possible shock vectors. Technical services (ts) discussed troubleshooting options including possible lead replacement or another device with higher output capabilities. This rv lead remains in service. No additional adverse patient effects were reported.